Manufacturer narrative:
During follow-up, the patient said he uses a clean catheterization technique and noticed no defect or malfunction with the catheter.

Event description:
Intermittent catheter patient (user) said he had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full dose, and recovered.